Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he hasn't been on the pump for 2 months. The customer stated that he is very active and so the device would get hit and give him insulin and cause scar tissue. The customer stated that it just did not work for his lifestyle and wants to return the pump.